Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the inspiratory flowmeter and o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The inspiratory flowmeter measures the combined air and o2 flow, as well as the temperature of the inspiratory gas from the o2 gas module and turbine module. The flow measurements are used as input to control the gas module and the turbine, creating a feedback loop. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Device logs was not provided. The defective part was not returned for investigation, despite request. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to inspiratory flowmeter and o2 gas module.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).